Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported difficulty charging their evoke closed loop stimulator (cls). Troubleshooting included attempting to charge the cls with different evoke chargers but unsuccessful. The evoke scs system was explanted.